Event description:
Boston scientific crm received information that this patient states his device has rolled over inside of his chest and swells up. The patient states he went to the emergency room and had a chest x-ray taken and was told by his physician that both his leads are broken and or have dislodged. The patient also reports symptoms of pain in the shoulder, burning and electrical feeling down the arm. The patient stated he was seen by a physician but this physician did not do pacemaker checks. Our records indicate that both leads remain in service. Six months later the patient called boston scientific crm technical services (ts) stating he feels shocks like a flutter coming from his device. He states he has had his device reprogrammed several times due to these symptoms and would like to have his device removed. Ts referred the caller to the boston scientific crm product performance report to read about his device and recommended he contact his physician. No adverse patient effects were reported.